Event description:
It was reported that during a procedure, a cardiac tamponade occurred which required a pericardiocentesis to stabilize the patient. While performing the transseptal puncture, the location of the puncture was noted to be complicated by fibrous tissue related to previous transseptal punctures. After left atrial access was gained, hypotension was observed. An ultrasound was done which diagnosed a cardiac tamponade. A pericardiocentesis was performed and the patient stabilized.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available. Mw5158858.